Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The stm evaluated the iabp unit and verified the reported issue. The fse replaced the solenoid driver board then ran the iabp unit for several days. The fse has verified that the iabp unit is now functional and completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The first name of the initial reporter has been abbreviated due to field character limit; the full name should read (B)(6).

Event description:
It was reported that during checks performed by the customer, the cs300 intra-aortic balloon pump (iabp) powered off. There was no patient involved and no adverse event was reported.